Event description:
During an emergency support program call, the customer reported an fo sensor failure alarm during therapy with a sensation plus 50cc intra-aortic balloon (iab). Additionally, the inner lumen of the balloon was clotted because it had not been attached to a fluid-filled pressurized bag. No patient injury or adverse clinical outcome was reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.